Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a wrong cartridge was used with delivery system/injector. There was patient contact, "icl/cartridge were inserted to primary incision but lens did not enter the ac". Backup lens was used.